Event description:
At the implantation procedure, it was reported that the ventricular setscrew would not engage into the screwdriver. Several attempts were made before a new device was used. This device was not implanted.

Event description:
At the implantation procedure, it was reported that the ventricular setscrew would not engage into the screwdriver. Several were made before a new device was used. This device was not implanted.